Event description:
(B)(6) 2015 - unknown - a (B)(6) female patient received artz dispo injection for knee oa. (B)(6) 2015 - unknown - she complained of knee pain and visited the clinics. She received an analgesic. (B)(6) 2015 - unknown - the pain did not improve. The joint fluid was tested and was positive for infection. (B)(6) 2015 - unknown - she was admitted to a hospital in the neighborhood. (B)(6) 2015 - she received a surgery.

Manufacturer narrative:
This is a definitive report. The injection physician refuses the case investigation and does not want us to follow the hospital to which the patient was admitted. No further information will be therefore available.